Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The device was returned to the manufacturer and investigation completed 27-jul-2018 with the following findings: on investigation, the pump powered on with a fully functional display screen that did not exhibit any "white screen" throughout the investigation. Investigation did not duplicate the complaint and the device was found to be operating as intended without malfunction.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
In 2017, the reporter contacted animas alleging a display (other display) issue. It was reported that the display screen was white while trying to view blood sugar readings in the patient's doctors office. Customer service made multiple attempts to contact the reporter for more information without success. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.